Event description:
Customer feedback: we at valley water ordered several hundred tests kits and are experiencing the following: lot # 221co20222: each test kit resulted in one positive and one negative, all three kits were tested with just the liquid. Lot # 221co20121: one kit resulted in one positive and one negative. The other two kits were both negatives. All three kits were tested with just the liquid. Please confirm that if only placing the testing solution on the control test that the result should be negative and that this will not create a false positive or interfere with the chemical chemistry of the test and make the result invalid.

Manufacturer narrative:
Lot number: 221co20121 has not been identified as a counterfeit item; therefore, the product is deemed valid. Test to the production batch of product retention samples (lot:221co20121) again , the test was pass. There was no indication to suggest that the test kits and its components were altered, compromised and/or tampered. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown .